Event description:
Update (B)(4) 2013 - product/lot information.

Event description:
Patient reported pain in the right knee. On examination during surgery, tibial tray was found to be loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices revealed evidence indicating device loosening of the tibial component in vivo. It should be noted that examination did find minimal bony ingrowth on the tibial component. A search of the complaint databases did not show any other reports against the manufacturing lot codes since their release to distribution. Due to the lack of quality of the x-ray provided, no information can be obtained. It cannot be determined that the complaint is product related. The investigation could not draw any conclusions about the root cause of the device loosening; however, evidence was found suggesting poor fixation was a likely contributing factor. No product problem has been identified and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.